Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that during a shift check, the autopulse platform did not operate properly and displayed a "system error" (error code 132 - internal watchdog timeout) message. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll (B)(4) on 02/26/2014 for investigation. Investigation results as follows: visual inspection was performed and no external damages were observed. During internal inspection, the real time clock battery and six fasteners were identified as needing replacement. Functional testing was performed and the error code 132 - internal watchdog timeout was observed, thus confirming the reported complaint. The processor pca was troubleshot and ruled out as a potential cause. Based on evaluation, a cause of the error 132 could not be determined. Following clearing of the error code, the platform passed all functional test criteria. A review of the archive was not necessary in order to further investigate the reported issue. Based on the investigation, the part(s) identified for replacement were the fasteners and real time clock battery. In summary, the reported complaint was confirmed during functional testing. Following service, the device passed all testing criteria.